Event description:
I was burned; I received a strawberry laser chin lift treatment from (B)(6) weight control in (B)(6). My jaw muscles were so contracted and the procedure was so painful. The wand used over my chin felt like it shocked my nerve endings. I was told this was normal with people who have fillings or dental work. When I looked up the machine on the strawberry-laser.com website it says it is not FDA approved. This machine has a wand which they call a spot reduction probe. They do not say what the technology is when I ask them. They say it's patented. I believe it is hifu because the machine says shots and when I (B)(6) it this is not an FDA approved procedure. I spoke to my sister in law who owns a spa and she said shots are definitely hifu or ipl. What's strange is on their website it shows a picture of the lift system that was used on me, but they are claiming it's an inch loss machine. I've attached the picture of the device that was used on me. It is definitely the chin machine. I have been a strawberry inch loss client before and this is not the machine I was treated with before. FDA safety report ID# (B)(4).